Event description:
Physician was using gore suture passer to secure mesh in abdomen in a laparoscopic ventral/incisional hernia repair. The 1 cm. Tip of the suture passer broke off into the pt's abdominal wall. Attempted to search for the tip, but were unable to locate in the abdominal cavity.